Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and other parts which were damaged by a failure with the power pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio observed heavy burn damage to the power pcb assembly but was unable to determine a component cause of the reported failure.

Event description:
The customer reported that during a patient event, they smelled an electrical burning smell and their device would not power on. The customer did not provide any additional details of the patient event. There was no report of any adverse effects caused to the patient as a result of the reported failure.